Event description:
It was reported that the user experienced recurring restart alarms with codes 57 (software runtime error) and 61 (external flash write error) on an ilet bionic pancreas despite completing restarts, with the device battery above half charge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem consistent with a circuit-related malfunction affecting memory/storage. It was concluded, based on previously established findings for similar reports, that the cause was traced to software coding. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.